Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received motor arm failed self-test. The customer's blood glucose level was unknown. The device will not be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. No pump error 54 alarms noted during testing however, the formatted history file confirmed pump error 54 (line number 1421 file number 32122) alarm due to software error.